Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the patient suffered pericardial effusion (pe) treated with pericardiocentesis. The report indicated that pe was detected during the procedure. However, the doctor suspects that it was already present before the procedure, as the patient was stable. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was unknown. The physician does not know if the fluid was present already before the procedure. The outcome of the adverse event was fully recovered. The patient did not require extended hospitalization.